Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.

Event description:
It was reported that the customer experienced a decreased blood glucose (bg) level of 52 mg/dl. Cause was not known. The customer¿s wife gave the customer carbohydrates to address the decreased bg while they were driving to the emergency room (ER). Reportedly the customer was only monitored at the ER, no medical assistance was needed, and the customer was released later that same day. System check was performed by tandem technical support, and the pump is functioning as intended.  Recommendation was made to consult with a healthcare provider regarding diabetes management.